Manufacturer narrative:
(B)(4). No product was returned (product location unknown), therefore visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided for this event. A definitive root cause cannot be determined with the information available.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty. Subsequently, the patient was revised approximately 6 months post implantation due to failed acetabular component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty. Subsequently, the patient's cup was revised due to unknown reason approximately one month 27 days post procedure.